Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . The reason for call was pt said the last time they spoke to their manufacturing representative (rep) they had the pt go on group a at 1.7 intensity and the pt wanted to know if they can change the intensity back if they were hurting. Pt said when they go higher (understood increase stimulation) the pt gets a tingling in their battery pack; pt said they don't get the tingling in their legs. Pt got an MRI and it showed that the leads were properly placed. Pt said they never feel tingling in their legs for they only feel tingling where the ins was located. Pt said it was very uncomfortable. During the call pt said their rep was calling them and they disconnected the call. Unable to retrieve event date.